Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse has reported the dialysis solution was leaking out of the cassette and into the cycler. Pt stated that prophylactic antibiotics were administered as a precaution and there was no pt ill effects. Sample has nob been returned to the MFR.